Manufacturer narrative:
(B)(6).

Event description:
It was reported that the footprint anchor broke during insertion into the bone hole during a shoulder arthroscopy procedure. All materials from the filed device were removed from the patient. After a delay of 10 minutes, a backup device was used to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Device investigation narrative - one 4.5 footprint ultra pk anchor assembly was returned for evaluation. Visual assessment confirmed the reported breakage. The distal tip of the anchor has broken at the suture eyelet. Inserter shows no damage. Dimensional assessment of the anchors major diameter found it within print specifications. As reported, the anchor broke when twisted into the insertion site. Per the device IFU ¿establish and maintain axial alignment of the suture anchor to the prepared insertion site, and place the tip of the anchor into the prepared hole. Use the smith & nephew mallet (sold separately) to tap the inserter handle until the laser mark is flush with the cortical bone. This places the suture anchor approximately 1 mm below the bone surface¿. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time. Credit has been issued as a customer courtesy. Device returned for evaluation, date received by manufacturer, device evaluated by the manufacturer, evaluation codes updated.